Event description:
Procedure: laparoscopic total gastrectomy. According to the reporter: the orvil staple head allows passage of a circular staple head trans-orally during laparoscopic gastric surgery. After the head had been placed, it was noted that one of the 3 flanges that make up the docking mechanism with the stapler itself was splayed. This meant that the gun could not be engaged. Subsequently, the head had to be removed and a hand sewn anastomosis formed. Unfortunately, the pt later suffered an anastomotic leak and died. The reporting person has stated that the device was returned to the MFR.

Manufacturer narrative:
(B)(4). MFR's note: while the reporter has stated that the device was returned to the MFR, to date, the device has not been received. Add'l info from the surgeon/hosp, concerning the pt's date of birth and date of death, as well as the operative and autopsy reports, has been requested.